Event description:
It was reported that right hip revision surgery was performed due to metallic debris; elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallic debris; elevated cobalt and chromium levels. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were use in a treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup, femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the femoral head and bhr cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. . A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Based on the available information, the clinical findings of elevated cobalt and chromium levels (no values provided), and metal debris, may be consistent with an adverse reaction to metal wear associated with metal on metal products, but the source cannot be confirmed. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. No information has been submitted on the patient¿s current status at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.